Event description:
The collimator collision sensitivity was noted by the company's rep to be greater than expected by the user and could result in excess pressure being applied to a pt in the event of a collision.